Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge tubing separated from the cartridge. A new cartridge was loaded resolving the issue. Blood glucose level was 200 mg/dl.